Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump alarmed with motor error and gave no delivery alarms during bolus delivery. Customer's blood glucose was 499 mg/dl, which was treated with manual injection. Customer stated he was at work and could not change the set to complete troubleshooting. Customer was still receiving the no delivery alarm and stated when he would disconnect, insulin would come out. Customer was advised to change set as soon as possible. Customer stated he would call back when he was to arrive home.